Event description:
The user facility reported that during a cystoscopy with bladder biopsy a small plastic cap fell into the patient's bladder. The piece was successfully retrieved by the physician using an unspecified device. No patient injury was reported.

Manufacturer narrative:
The inner sheath of the device was returned for evaluation. Evaluation confirmed that the insulation tip was missing. There were nicks and dents on the inner sheath tube. The distal tip was dented and deformed. If and when the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may damage the sheath's distal tip as stated in the IFU. This phenomenon was attributed to physical damage.